Manufacturer narrative:
On 20-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that during an atrial fibrillation (afib)/watchman ablation procedure with a qdot catheter, the patient experienced cardiac tamponade and was treated with pericardiocentesis. It was reported during an afib/watchman case, the physician believes the patient suffered a cardiac tamponade. There was a drop in blood pressure on the patient which caused them to check for an injury. A concomitant procedure and the ablation had just been completed, and after remapping, they were switching to the watchman part of the procedure when they discovered the pericardial effusion on intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician reviewed the timeline to watch the catheter, but they could not determine what caused the injury. Additional information was received indicating the outcome of the adverse event was fully recovered (no residual effects). No extended hospitalization was required. The procedural activated clotting time (act) was greater than 300 and less than 400 throughout procedure. During the procedure, one catheter exchange occurred. Two transseptal puncture sites were performed. Number of performed rf ablations during the procedure was 110, with 80 within the pulmonary veins, and 30 outside the pulmonary veins. Transseptal puncture was performed with brk xs 71 cm needle. Prior to noting the cardiac tamponade, ablation was already performed. There was no evidence of steam pop. Flow settings for irrigation were set to the qdot default settings. The patient did not require cardiac surgery. The correct catheter settings were selected on the ngen generator. There were no issues with flow rate change at the start of ablation, and no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag, and visitag module used 2 seconds, 4 grams, and tag size 3. Additional visitag filter was not used. Color options used was other impedance drop 3 to 8.

Manufacturer narrative:
The report indicated that during an atrial fibrillation (afib)/watchman ablation procedure with a qdot catheter, the patient experienced cardiac tamponade and was treated with pericardiocentesis. It was reported during an afib/watchman case, the physician believes the patient suffered a cardiac tamponade. There was a drop in blood pressure on the patient which caused them to check for an injury. A concomitant procedure and the ablation had just been completed, and after remapping, they were switching to the watchman part of the procedure when they discovered the pericardial effusion on intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician reviewed the timeline to watch the catheter, but they could not determine what caused the injury. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).